Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the lot number and intervention taken, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline connector cover was hardened. The driveline cover remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction to d4. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿ controller d4: model #: / catalog #: / expiration date: / serial or lot#: UDI #: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the hardened driveline cover was discovered during a controller exchange due to an unknown alarm.

Event description:
It was further reported that the ventricular assist device (vad) driveline sheath was sliced by the blade used during the successful driveline cover removal procedure. The vad driveline sheath was repaired and the vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and a update to: -h10 additional products was added. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1103 / catalog #: 1103 / expiration date: / serial or lot#: (B)(6) UDI #: d9: no h4: mfg date: h5: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02004 h6: FDA device code(s): a04 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation. The driveline boot cover (lot no. R017218) associated with surgical tool kit (lot no. 1099757) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the driveline boot cover in relation to the reported event. There was no evidence that (B)(6) or driveline boot cover (lot no. R017218) had previously been serviced. Review of the vads (B)(6)¿s and r017218¿s manufacturing documentation confirmed that the associated devices met all requirements for release. Visual inspection of the returned device and visual evidence provide by the site revealed that the driveline cover was in a damaged condition, which corresponds with the stuck driveline cover removal procedure; therefore, functional testing and dimensional verification could not be performed. Visual inspection also revealed foreign material within the device, likely due to the handling of the device. Additionally, visual inspection revealed discoloration around the edge of the driveline cover. Supplemental tests conducted on similar samples had previously shown that the analyzed driveline covers exhibited increased hardness and stiffness compared to a control sample. On-site inspection and visual evidence provided revealed damage to the driveline strain relief from the stuck driveline boot cover removal service procedure. Additionally, visual evidence provided revealed previous damage to the driveline strain relief and outer sheath discoloration. The observed previous damage to the strain relief and outer sheath discoloration are additional findings not related to the reported events. The reported driveline cover and driveline damage during stuck boot cover removal events were confirmed. A stuck driveline cover removal and driveline sheath repair were performed to mitigate the reported conditions. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or de gradation of the material, resulting in hardening and shrinkage. CAPA (B)(4) is further investigating this issue. Based on the available information, the most likely root cause of the cut damage on the driveline strain relief event may be attributed, but not limited, to the reported "slice by blade" during the stuck driveline cover removal procedure. Based on the available information, the most likely root cause of the observed previous damage to the strain relief event may be attributed to factors such as normal wear over time or improper handling. Additional products: d1: vad driveline d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections to b5. The controller with an unknown alarm and controller exchange is a duplicate of information provided in FDA report number (B)(4) and further information regarding the controller only will be provided in that report should further information become available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller had been previously exchanged and at that time the hardened driveline cover was noted.